Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes in the same event. The customer's mfc was not returned and could not be visually inspected or functionally tested. There was a single defib failure, but no device resets or unsupported cable ID seen in the log. Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. The device will be tagged with a warning to the customer to discard the mfc used in the event to prevent recurrence. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.